Manufacturer narrative:
An analysis was performed and the results are as follows: the two spectra cylinders were visually inspected and functionally tested. They performed within specifications. Both cylinders had holes in the outer layer that were the result of a sharp instrument that exposed inner segments. These probably occurred during removal.

Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to infection. The device was not working. No further patient complications reported in relation to this event.